Manufacturer narrative:
B1, b2, b5 (clinical narrative), d6b, h1, and h6 updated. Corrected data. D4 catalog number. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the axillary graft site to support a 59-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the team had supported the patient with intra-aortic balloon pump (iabp), extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The patient had an out of hospital cardiac arrest but, no other medical history was shared. The pump was supporting along with ECMO when there was loss of placement signal and the ECMO had no pulsatility. The pump remained on despite the signal loss and after 4 days the patient had care withdrawn and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced the left ventricle signal reading negative in systole and diastole. No patient harm was reported.

Manufacturer narrative:
This complaint associated with this report has been identified as a duplicate of another complaint. This report is being redacted. All additional documentation for this event will be completed and maintained under report 1220648-2026-06187.